Event description:
While at the philips bench repair center for a different issue, the philips bench technician observed bent battery pins. There was no reported adverse patient impact.

Manufacturer narrative:
A supplemental report for failure analysis info: one battery pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. The failure was localized to j1 pin 3, which was found to be permanently compressed and bent. The available information is consistent with a malfunction of the battery pca. The cause was j1 pin 3 was permanently compressed and bent. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.